Manufacturer narrative:
Sample was serum that was centrifuged for 10 minutes at 3050g. Sample appearance was clear and was aspirated from the primary collection tube for analysis. Qc was within the customer's established ranges during this event. There were no flags associated with the erroneous result and the system checks have been meeting specifications. It is not indicated that service was dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accutni) result of 0.58ng/ml generated by the unicel dxc 600i synchron access clinical system which was questioned by the physician. Upon repeat testing the result was 0.01ng/ml which was in the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.